Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of electrical short could not be confirmed. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. No short was found during testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that it sounded like it was a short circuit. The oscillation was different than normal. It is unknown if there was a delay. It is unknown whether the event happened during surgery and if there was patient involvement. No patient injury was reported.